Event description:
It was reported that the sealant would not advance off the device. Scrub tech had to pull and hold pressure for 20 minutes. Procedure type: diagnostic coronary. Vessel size: >7mm.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The shuttle cartridge was torn approximately 28mm from distal end and the distal segment was not returned. It is unknown whether the damage on the shuttle cartridge was due to user manipulation or subsequent handling. The sealant was not returned and the advancer tube was separated from the device. The catheter, shuttle cartridge and advancer tube wer inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1416205) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause for shuttle advancement issue could not be conclusively determined.